Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Materials#: 309646 batch#: 3228621. It was reported that the bd luer-lok barrel/flange was damaged. The following information was provided by the initial reporter: verbatim: "multiple 5 ml syringes from the same lot that have had issues. Some of the packaging is sealed and contains no syringe. One syringe looked like it had been melted or burnt which made the integrity of the seal not good (which poses a hazard to staff when trying to draw up hazardous medications if there is a risk for leakage)." Additional information provided: 1) 05-30-2024. 2) no patient issues-pharmacy caught issues prior to using. 3) technician saw ¿melted¿ syringe issues just prior to drawing up hazardous. Medications, so also fortunately no health care professional incident.

Manufacturer narrative:
Investigation results: three photos of a 5ml luer-lok syringe (p/n - 309646) batch 3228621 were received by our quality team and evaluated. Two photos show three sealed packages with one showing the top web side; however, all variable applicable product information is blurry and is not legible. The other shows the clear side of the packages with all syringes missing from the package. The other image is a close-up image of the top of the barrel with damage to the barrel. The conditions observed are non-conforming per product specification; therefore, the reported incident could be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on our quality team's investigation, the potential root cause for the barrel damaged defect is associated with the assembly process and the potential root cause for the package empty defect is associated with the packaging process. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information.